Manufacturer narrative:
Boston scientific is unable to confirm root cause however based on the clinical information received, the root cause was likely a shifting of the lead tip due to only a two incision implant technique. To date, this electrode remains implanted and in service.

Event description:
It was reported that during the one day post implant evaluation, it was confirmed via x-ray imaging that this electrode had moved from its implanted location. The physician reported a two incision implant technique and a very obese patient. It was elected to reprogram the associated device instead of surgical intervention to re-securer the leads position. Programming was updated from the devices chosen secondary vector, to a manual override of primary vector. The physician later stated it would have been beneficial for this patient, to have performed a three incision implant technique.